Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about three weeks after the implant procedure, the right atrial lead position check failed. The lead was currently functioning within normal limits, and it remains in use. It was also reported that the left ventricular lead pacing threshold was low. The lead remains in use. No patient complications have been reported as a result of this event.